Manufacturer narrative:
No button error alarm was noted on the insulin pump. However, there was intermittent button response due to moisture damage on the keypad traces. The following physical damage was also found: minor scratches on the lcd window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, cracked reservoir tube, and a missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The customer cleared the alarm with a battery change but the pump then reset itself. The patient's blood glucose at the time of incident was 178 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that she wore the pump in her bra. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.